Manufacturer narrative:
Please note: this medwatch report is associated with MFR# 2953161-2019-00028. H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak.

Event description:
On february 17, 2019, follow-up computed tomography imaging identified a type iii endoleak involving a disconnection between the gore® excluder® contralateral leg component plc231000 and the gore® excluder® iliac branch component ceb231410.

Manufacturer narrative:
Please note: this medwatch report is associated with MFR# 2953161-2019-00028. Additional device involved in this event: gore® excluder® iliac branch component (B)(4)/16240389 with UDI (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and an aneurysm of the common iliac artery. The patient was therefore implanted with gore® excluder® aaa endoprostheses as well as gore® excluder® iliac branch endoprostheses. Reportedly, the procedure went well. On an unknown date, follow-up computed tomography imaging identified a type iii endoleak involving a disconnection between the gore® excluder® contralateral leg component plc231000 and the gore® excluder® iliac branch component (B)(4). There were no specific adverse anatomical issues and a cause for the disconnection was reportedly unknown. On (B)(6) 2019, the disconnection was relined with an additional gore® excluder® contralateral leg component and no endoleak was observed during final imaging. The patient tolerated the procedure.